Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient postoperative total knee replacement on (B)(6) 2017. She fell and sustained a periprosthetic fracture. She was scheduled for revision surgery (B)(6). She was successfully revised to a mrh hinge knee.